Manufacturer narrative:
Historical data analysis: (4109/646) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110/646) the overall 24 month product complaint trend data for the period (mar 2019 through feb 2021) was reviewed. There were no triggers identified for the review period. Analysis of production: (3331/646) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate the reported issue and the stm confirmed the problem upon arrival to the site. The stm reported that the device power supply had been taped to the floor and it was dirty & sticky. Power cord was cleaned and device operated as normal. Device passed all functional and safety tests according to factory specifications. The iabp was returned to customer and cleared for clinical use. (B)(6).

Event description:
It was reported that during use on a patient, the power cord in the cardiosave intra-aortic balloon pump (iabp) was stuck and only had about 12¿ of length. The customer had tried an extension cord but the unit would not charge. There was 30 minutes of pump time left on battery power at the time of the call. The customer obtained another cardiosave from the ccl and switched over to continue with the therapy. There was minimal downtime of therapy (approximately 60 seconds). There was no harm or injury to the patient and no adverse event was reported.